Manufacturer narrative:
The intellamap orion catheter was returned to boston scientific for analysis. Visual inspection did not reveal any abnormalities. Functional testing was conducted, the catheter was tested with the rhythmia hdx mapping system, it was able to deploy and map, but there were eleven opened electrodes. Electrical testing was performed, the catheter did not pass the test with eleven opened electrodes. The magnetic registration test could not be performed because of a fractured spline that was found during electrical testing. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Reportable based on device analysis completed on 15july2022. It was reported that during an ablation procedure to treat an atrial fibrillation condition, an intellamap orion catheter was selected for use. During the procedure a deployment detection issue occurred. Electrode a6 was damaged and the catheter was not displayed in three dimensions. The catheter was replaced to resolve the issue. This procedure was completed without any patient complications. However, device analysis found a fractured spline during testing.